Event description:
New information received notes that the left ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement and migration was noted on the left ventricular (lv) lead. Lead revision was discussed. The patient was stable.